Event description:
It was reported via study that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2009, due to pain. The modular head and femoral stem were removed and replaced. Tissue discoloration and histiocytes noted during revision procedure. Testing came back negative for inflammation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00373 / 00374).